Manufacturer narrative:
This device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: foreign body removal; ruptured vein segment (perforation). Time of symptoms/ae: during the procedure. It was reported that during a pta stenting of a recurrent stenosis of a shunt, located where the vena cephalica joints the vena subclavia, an agiltrac balloon ruptured, damaging a vein segment of the vena cephalica. A broken catheter fragment remained on the guidewire, which was removed with a snare through a 4-french catheter. A stent was implanted across the stenosis and the ruptured vein segment. The stent implant results in complete cover of the stenosis and the rupture location. The shunt now has regular function. The agiltrac dilatation balloon was inflated manually with a 10 ml syringe.